Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that after bilateral implantation of an intraocular lens (iol) lens, 3 weeks after the first eye and 2 weeks after the second eye in post-operative visit, her visual acuity worsened and she was diagnosed with bilateral irvine gass macular edema. The patient's second eye was still unresolved with acuity of 0.7. In treatment. Additional information was requested. There are two medical device reports associated with this patient. This report is 1 of 2.

Manufacturer narrative:
Correction provided in d.4. Additional information was added in h.3.,h.6. And h.11. The product was not returned. Product history records were reviewed, and documentation indicated the product met release criteria. Associated products were not provided. The product investigation could not identify a root cause for the reported complaint. The product was not returned. No issues were reported during the lens delivery. It is unknown how the iol would contribute to this event. Information was provided that in the post-operative visit 3 weeks after the first eye and 2 weeks after the second eye, the patient was diagnosed with bilateral irvine gass. Irvine gas syndrome, also known as cystoid macular edema (cme), is a notable complication that can occur after any cataract surgery. The primary cause of irvine gass syndrome is usually linked to surgical trauma incurred during cataract surgery. This can inadvertently lead to the disruption of the blood-retinal barrier, increasing the permeability of capillaries in the macula, and subsequently causing fluid accumulation. Inflammation plays a crucial role in the development of this syndrome. The surgical trauma triggers an inflammatory response as part of the body's natural healing process. In the case of irvine gass syndrome, pro-inflammatory mediators like cytokines are released, leading to vasodilation and increased vascular permeability in the retina. This, in turn, allows fluid to accumulate in the macular region, causing the characteristic symptoms of the syndrome. Individuals with a history of retinal conditions, uveitis, or diabetic retinopathy may be at higher risk. Surgeries that are complicated or lengthy can cause more trauma to the eye, increasing the risk of developing the syndrome. The use of certain medications, like prostaglandin analogs, may exacerbate the condition. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.